Manufacturer narrative:
The service evaluation found the customer¿s reported issue was confirmed as both the (transformer) circuit board and lamp were damaged. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (obl) was informed that the customer ¿s halogen light source reportedly ¿does not work, possible transformer burnt out¿ that was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 02-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon can be attributed to a faulty transformer, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received by the customer: the device was inspected before use. No abnormalities were found, the device did not work. The intended procedure was a bronchoscopy exam, which was completed with another device, with no significant delay in the procedure. There was no adverse outcome to the patient.